Manufacturer narrative:
It was reported to the manufacturer via a medwatch report filed by the end-user facility ((B)(4)) that a patient was undergoing a tarsal strip of the lower eyelid and upon attempting to inject the eyelid the 30g 1/2" needle came away from the 3ml luer lock syringe. The customer contact was unable to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. The sample is not available to be returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A patient was undergoing a tarsal strip of the lower eyelid and upon attempting to inject the eyelid the 30g 1/2" needle came away from the 3ml luer lock syringe.